Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a hair was observed in a polyflux 210h dialyzer. The hair was observed prior to use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. A visual inspection was performed and it was noted that hair was found in the bloodside. The hair was clamped between the o-ring and the pur cutting surface. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.